Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent dislodged before use, but was not noticed until after the device failed to cross. It is suspected by the site that the stent dislodged inside the stylet, but the stylet had already been thrown away and could not be found to check. No pt effects were reported. No add'l info is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with no blood visible. There was contrast in and on the balloon, in the inflation lumen, in the hub, on the distal shaft, and on the hypotube. The stent implant was dislodged from the balloon and was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. The tip seal length was 1 mm. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.